Event description:
It was reported that the procedure was to treat the left anterior descending artery. The 3.25x15mm nc trek balloon dilatation catheter was noted to be kinked; however, was inserted in the patient anatomy. The device separated and noted no pieces remained in the anatomy. Another 3.5 nc trek balloon was used to complete the procedure. There was no adverse patient effects reported and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the attempt to advance the kinked bdc into the anatomy contributed to the shaft separating. The investigation was unable to determine a conclusive cause for the reported kink; however, the reported separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: device code 2017 clarifier- use after damagena.